Event description:
Additional information was received indicating that the pump was actually implanted on (B)(6) 2011. Therefore, it was implanted before expiration.

Event description:
It was reported that the device was implanted past its use by date (ubd). No patient symptoms or pump medications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received indicating that it did not appear the pump was in a representative's trunk stock prior to implant. A representative had also used a date off of the 8840 programmer for the implant date of the pump, though they were researching the actual date of the implant. Additional information was to be provided when it was known.